Event description:
The following has been reported: "problem: unit was in shop for repair. Downstream occlusion alarm when unit turning on all the time. Action: attempted pressure calibration. But keeps failing. Replaced downstream pressure sensor. Pressure sensor calibrated. Tested unit working condition. Completed full pm. Resolution: unit back to service." Reporting as a conservative measure. No adverse event information reported. More information is needed to complete the investigation.